Event description:
It was reported to intuvie that the infusion pump failed the ground resistance test, measuring 0.407ohm. The passing specification for the ground resistance test is less than 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the infusion pump failed the ground resistance test, measuring 0.407ohm. The passing specification for the ground resistance test is less than 0.1 ohm. The device also failed a review of the device's serial number history revealed no similar complaints. The reported failure mode was confirmed, and the probable cause was determined to be a component failure. The power filter was replaced, after which the device functioned as intended and passed the ground resistance test at 0.092ohm. Reference to complaint#: (B)(4).